Event description:
The facility reported to a baxter a colleague volumetric infusion pump, product code 2m8163, in which channel b stopped infusing and displayed an out of service message. Channel a was still infusing. The nurse manually removed the line from channel b and started it in channel c to continue therapy. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.